Manufacturer narrative:
(B)(4) relates to (B)(4) for needle detachment.

Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold vaginal support system, as the physician threw the mesh leg assembly through the sacrospinous ligament, the needle detached from the suture and was captured inside the capio cage. The physician completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly "great" post-procedure.